Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. (B)(4). Although the medwatch did not provide initial reporter information, therefore is listed as unknown.

Event description:
Received a copy of the customer's medwatch report from FDA, which states,"medication (intigrillen) entered into pump rn noticed medication running in too fast medication discontinued pump was set correctly but biomed inspection noted bezel malfunction unit was replaced, had been inspected last on (B)(6) 2020 there was no patient adverse outcome unit had been "pm ¿d" in (B)(6) 2020 FDA safety report ID# (B)(4)." Medwatch report states event outcome as hospitalization.